Event description:
It was reported that an incident occurred with a flexible cryoprobe during a cryobiopsy of a pulmonary nodule. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided). Per the account, the cryoprobe's freezing properties were not satisfactory (note: during testing prior to the procedure, the cryoprobe worked properly.). During the third attempt to freeze tissue in the lung and obtain a biopsy specimen, the cryoprobe's tip broke off into the patient. Therefore, a CT scan was performed to locate the tip. No further information was provided regarding whether the tip was retrieved, patient condition, etc.

Manufacturer narrative:
The cryoprobe was returned and inspected. The report of the tip detaching from the probe's body was confirmed. The examination revealed that there were signs of stretching (whitish discoloration) at two points on the tubing (starting from the gas junction at a length of 40.1 cm and at a length of 42.9 cm). These stress points indicated that there were excessive or strong tensile forces on the tubing. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Based upon the results of the evaluation, it appears that the cryoprobe encountered an excessive tensile force which led to the tip breaking. Per the cryoprobe's notes on use (nou) it states, "protect this product from any form of mechanical damage! Do not throw! Do not use force! Never use excessive force when inserting or withdrawing the product. Otherwise, the product could become damaged." Erbe is now closing the file on this event.